Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: system shut down by itself during a tee exam with a sedated patient.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: blown fuse f103 in power supply. Reference: (B)(4).